Event description:
The customer reported the nurse was pushing doxorubicin with texium bonded syringe and had infused the first syringe. After infusion of approximately 5ml of the second syringe a small droplet was noticed at the site of the tubing and syringe. The nurse stopped the infusion and notified pharmacy. The completed infusion was delayed by 2 hours. The doxorubicin was 57mg=28.5 ml. Concentration was 2 mg/ml with volume of 28.5 ml.

Manufacturer narrative:
The customer¿s report of a leaking syringe was confirmed. Visual inspection observed dried fluid on the smartsite port and on the end of the texium when the assemblage was disconnected. Functional testing, however, was unable to duplicate the leakage during usage. The root cause of the leaking syringe was not identified as functional testing and was unable to duplicate the customer¿s issue.